Event description:
It was reported the marker would not deploy. Another marker was used with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2010. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The mam3001 device was received with the introducer tube sheared off at the distal tip and the collagen plug was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.